Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2023, the patient experienced inaccurate cgm values. The event occurred after the sensor had been inserted in the arm. The tandem insulin pump infused insulin based upon the cgm value. The patient had difficulty breathing and lost consciousness. Her husband called emergency medical service and an ambulance transported her to the emergency room. She was treated with ¿sugar medication¿ and received 3 bags of IV fluids to keep her hydrated. She did not remember the names of the medications she received. At some point after emergency medical service the bg finger stick value was 338 mg/dl and the cgm value was 199 mg/dl. Later she was given insulin to stabilize her bg level (1.82 units at 5:20 pm; 1.43 units at 6:51 pm; 1.24 units at 7:56 pm). She was discharged home the same day in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator, however the set reading of bg reading of 338 mgdl and cgm reading of 199 mgdl glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.